Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. As per the investigation procedure non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. The device has been explanted.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Clarification to d6a - implant date: 2011 (year only received). Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture requested on december 12, 2024. Lot number 2048090 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. The device has been explanted.